Event description:
Revision surgery with exchange of the polarstem and r3 acetabulum components due to infection. The intraoperatively breakage of the polarstem extractor block and surgical delay is filed under (B)(4) (9613369-2017-00046).